Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic for a post-op check with anxiety, during check the right ventricular lead exhibited intermittent loss of capture. A chest x-ray revealed the lead dislodged (hanging on the tricuspid). The lead was explanted and replaced successfully. The patient was doing well post procedure.